Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using a stago sta r max or stago compact analyzer with neoplastin reagent. On (B)(6) 2021, the result from the meter was 7.0 inr. The result from the laboratory was 4.9 inr. The timeframe between tests was not known. The patient was directed to hold their warfarin dose for two nights and then check their inr two days later. On (B)(6) 2022, the result from the meter was 3.4 inr. Within four hours, the result from the laboratory was 2.5 inr. The patient was directed to skip a warfarin dose on saturday ((B)(6) 2022) and resume the normal dose on sunday ((B)(6) 2022). The therapeutic range was 2.0-3.0 inr and the patient tests biweekly.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Reporter occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using a stago sta r max or stago compact analyzer with neoplastin reagent. On (B)(6) 2021, the result from the meter was 7.0 inr. The result from the laboratory was 4.9 inr. The timeframe between tests was not known. The patient was directed to hold their warfarin dose for two nights and then check their inr two days later. On (B)(6) 2022, the result from the meter was 3.4 inr. Within four hours, the result from the laboratory was 2.5 inr. The patient was directed to skip a warfarin dose on saturday ((B)(6) 2022) and resume the normal dose on sunday ((B)(6) 2022). The therapeutic range was 2.0-3.0 inr and the patient tests biweekly.